Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on available information no patient harm occurred. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the waste catheter of the device had changed appearance. The reporter stated that "the patient lay on a warm mattress and the staff thinks it might be something with the feces of the patient that makes this." Photos were provided which showed puckering and deformation of the waste catheter. However, no patient harm was reported. No further information was provided.